Event description:
The stapler was placed into the patient after loading. The stapler was closed to lock. The surgeon pushed the button to release the jaws but the jaws did not release. No injury was noted.